Manufacturer narrative:
Results: deformation problem.

Event description:
Evaluation summary: the distal tip was flared indicating that it may have been stubbed during advancement. There were numerous kinks visible along the hypotube. The 18th, 19th, 20th, 25th and 26th proximal stent segments were deformed with numerous struts partially raised. The remaining segments were intact.

Event description:
The physician was attempting to use a resolute integrity drug eluting stent to treat a lesion in the lad. The lesion exhibited 70% stenosis, moderate tortuosity and moderate calcification. During the delivery the stent got stuck by the lesion and the physician saw that there a kink in the stent, therefore the stent could not pass through the lesion. The stent was withdrawn. No clinical sequelae were reported.

Manufacturer narrative:
Evaluation: failure to follow instructions (lesion was not pre-dialted). (B)(4)

Event description:
Additional information received confirmed that the lesion was not pre-dilated. No abnormality was noted during preparation or inspection of the resolute device prior to use. No resistance noted between the resolute and other devices used in the procedure or during delivery to lesion. During the delivery the stent got stuck at one of the vessel curves. The stent was withdrawn with some difficulty. Another same size resolute was used to complete the procedure.

Manufacturer narrative:
Evaluation results: inherent risk of procedure-failure to deliver the stent and stent deformation. Patient¿s condition affected effectiveness of device-70% stenosis. No results available since no evaluation performed- device or procedural images not provided for review. No device returned. Evaluation conclusion: inherent risk of procedure-failure to deliver the stent and stent deformation. Unable to confirm complaint - device or procedural images not provided for review. Device failure/lack of effectiveness related to patient condition-70% stenosis. (B)(4).